Event description:
On (B)(6) 2011, redness of the generator pocket on the right side. Infection leading to explantation. He returned on (B)(6) 2011, with redness and swelling of the generator pocket on the right side. He had surgery to remove the generator from the right side on (B)(6) 2011. He was taken back to the operating room on (B)(6) 2011 for removal of the generator on the left side and both extension leads. Cultures from the right side on (B)(6) 2011 grew (B)(6). He was treated with IV oxacillin from (B)(6) and was sent back to his facility in (B)(6) on (B)(6) 2011. On the morning of (B)(6) 2011 he was reported to have fever during the night of 105.5 and some vomiting. He had some headache during the day. He was re-admitted for IV antibiotics. He was treated for a uti. Nothing further was done to his dbs at this time. The plan will be several weeks of po antibiotics when he goes home and considers replacing the dbs parts in 3-6 months if there is no evidence of recurrent infection. Patient was discharged home on (B)(6) 2011. His cultures were negative and it did not appear that he had a uti. Discharge diagnosis is pharyngitis. He was discharged on bactrim double strength for 3 months with follow-up as needed.